Event description:
It was reported that there was channel error while setting up an infusion of antibiotics. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code was confirmed and replicated, the root cause of the error code displayed (240.4150 bottle pressure sensor) it is attributed to the upper pressure sensor being out of specification. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. Fluid ingress was observed inside the membrane frame assembly and around the door hinges. All inspected parts were manufactured by bd. A review of the pc unit error logs showed an error code 240.4150.0 (sensor broken high failure) was displayed twice on the reported event date: (B)(6) 2025, at 4:38 am and again at 12:58 pm. The facility did not provide infusion details. The review of the logs is based on the programmed infusions administrated by the suspect (s/n (B)(6)) on 01 june 2025. Channel b, suspect pump module (sn (B)(6)). At 4:37 am a guardrails drug infusion was programmed with the following parameters: drug amount: 3760 mg, diluent volume: 560 ml, patient bsa: 1.88, duration: 3 hs, dose: 2000 mg/m2, rate: 186.667 ml/hr, concentration: 6.7143 ml/hr, and a volume to be infused (vtbi) of 560 ml. At 4:38 am the pump alarmed channel malfunction, with the error code 240.4150, the unit was removed and one minute later was attached again. At 4:39 am the infusion was restored with a pvi of 0.4 ml. Between 5:42 am and 5:43 am the pump alarmed patient side occlusion twice, infusion was restarted with a pvi of 198.167 ml at 7:39 am the infusion was completed. At 9:03 am a basic infusion was programmed with a rate of 999 ml/hr and a vtbi of 565 ml. With a pvi of 560.036 ml. At 9:04 am the pump alarmed patient side occlusion, the unit and the pcu were channeled off with a pvi of 576.692 ml. At 9:16 am the pc unit was powered on, no infusions were programed until 9:19 am where the pcu was powered on again. At 9:19 am a guardrails drug infusion was programmed with the following parameters: duration: 60 minutes, drug amount: 0.068 m mole, diluent volume: 100 ml, dose: 6.8 m mole, rate: 100 ml/hr and a vtbi: 100 ml. With a pvi of 0.0 ml. At 10:19 am infusion was completed with a pvi of 100.021 ml. One minute later the vtbi was updated to 5 ml. At 10:32 am the vtbi was updated to 20 ml, this infusion was completed at 10:35 am and the unit was channeled off with a total volume infused of 125.13 ml. At 12:56 pm the pump alarmed flo stop open. At 12:57 pm a guardrails drug infusion was programmed with the following parameters: drug amount: 480 mg, diluent volume: 500 ml, concentration: 0.96 mg/ml, rate: 500 ml/hr, vtbi: 500 ml, dose: 480 mg, and a pvi of 125.153 ml. At 12:58 pm the pump alarmed channel malfunction with error code 240.4150 (sensor broken high failure) and unit was channeled off with a total volume infused of 125.653 ml channel a, pump module (sn (B)(6)). At 10:48 am a guardrails drug infusion was programmed with the following parameters: drug amount: 400 mg,diluent volume: 100 ml, concentration: 4 mg/ml, rate: 15 ml/hr, vtbi: 80 ml, dose modifier: weight based (75 kg), dose: 0.8 mg, and a pvi of 0.0 ml at 12:10 pm then dose was updated to 1 mg, with a vtbi of 59.769 ml and a pvi of 20.231 ml. The infusion continues until 12:59 pm where the unit was channeled off, with a total volume infused of 35.541 ml. A functional test was performed on the suspect device, it was connected and set to an infusion rate of 500 ml/hr, the infusion was paused after 5 minutes, and the upper sensors were manually pressed with the intent to cause a failure. The infusion was restarted, and the channel error (error code 240.4150) was observed immediately. A pressure sensor analog test was performed, and the upper pressure sensor was observed to be out of specification. The pressure sensor was replaced with a known good dchu lab pressure sensor temporally for testing purposes only. The pressure sensor analog test was repeated, and both pressure sensors were observed to be within specification. The bd alaris technical service manual for pump module states in troubleshooting table error codes section the error code 240.4150 is about the bottle-side pressure sensor, the explanation is that the voltage is too high, the sensor may be broken. The response should be to replace the bottle-side pressure sensor. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Note to repair center: please re-torque all screws and replace the upper pressure sensor. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Root cause: the root cause of the reported channel error is attributed to the upper pressure sensor being out of specification the returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Note that this report lists imdrf annex a0401, a040502, a1801, c07, c0601, d15, d0301, g02017, g04088, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was channel error while setting up an infusion of antibiotics. There was patient involvement, but no harm.